Event description:
The patient reportedly experienced headpiece retention issues. Up to ten additional magnets were used; however, the retention problem was not resolved. Testing the internal device indicated normal values. Surgery to explant the internal device is being discussed.